Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-18. The death was not thought to be related to the device or therapy. The cause of death was cardiac arrest likely due to a pulmonary emboli. The patient did not go home from the hospital after implant. The reason for the prolonged hospitalization was seizure. It was stated that the patient had a history of seizures. It was stated that it was an uncomplicated surgery to implant the pump and catheter. The pump was programmed at 75 mcg daily without clinically subjective evidence of effect. The sudden event was clarified as a sudden unresponsiveness with upward gaze, clonic jerks, and agonal breathing. It was stated that there was no issue that may have contributed to the sudden event. The results of the autopsy was bilateral lungs with blood clot.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a dose rate of 75 mcg/day via an implantable pump for stroke and intractable spasticity. It was reported that the patient died 4.5 days post operation regarding an implant of an intrathecal baclofen pump and catheter. The date of death was (B)(6) 2017. It was indicated that no overdose symptoms were noted. It was further reported that the patient had not noticed any response to intrathecal baclofen at the time of death. The patient had a sudden event in the hospital and a code was undertaken. An autopsy was to be performed. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. No interventions or actions were taken; no surgical intervention occurred. The issue was noted as not having been resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was indicated as being unknown. The patient¿s medical history included post stroke spasticity. Additional information was received on 2017-mar-10 from a hcp. The hcp stated that they do not have an autopsy report and that it could take up to 30 days for them to get the report. The hcp had no comment at the time as they had no further information. The hcp did not have another hcp¿s contact information that might have more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.